Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient was injured during a transfer wherein the golvo mobile lift was utilized. The patient was being lifted from a stretcher armchair and the patient was injured which required five (5) stitches. The location of the injury was not further specified. Also, no device malfunction was reported. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h3, h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic sample showed the sling had been incorrectly attached to the slingbar. Per the instructions for use: before lifting always make certain that the sling¿s strap loops are correctly fastened to the slingbar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. The reported condition was verified. The cause of the event was due to a user error. Should additional relevant information become available, a supplemental report will be submitted.